Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 20 years and 8 months post implant of this 22mm aortic mechanical valve, it was explanted and replaced with an unknown device. The reason for replacement was reported as pannus around the valve. No additional adverse patient effects were reported.